Manufacturer narrative:
The events of abscess and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess and wound dehiscence.

Event description:
Patient reported right side "inflamed along incision line which then abscessed and opened." The device has been explanted. Treatment: antibiotics.